Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 594mg/dl at the time of the incident. The customer¿s father reported that they did not want to troubleshoot for high blood glucose or the pump as he has just removed the infusion set and it was bent. The customer¿s father reported that he has changed it and is waiting for his son's blood glucose to go down. If he cannot get them down with the pump he will be giving son insulin injections. The customer was advised to call back if needed. The insulin pump will not be returned for analysis.